Event description:
It was reported that the air vent of a clearlink continu-flo solution set leaked. The customer stated that when the device was being spiked into a container of propofol, the solution came out through the vent. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.